Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed. Review of the available records identified the following: the triflange acetabular implant is loose and several fixation screws are fractured. The acetabular implant is mildly displaced laterally. A single surgical screw is present within the soft tissues posterior to the proximal femur. There is advanced lower lumbar degenerative disc disease and mild retrolisthesis at what appears to be the l4-l5 level. The acetabular implant is loose as described and mildly displaced. Femoral implant fit is maintained and alignment of the femoral head within the cup is preserved. Bone quality is mildly osteopenic. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01714, 0001825034 - 2020 - 03564, 0001825034 - 2020 - 03565.

Event description:
It was reported the patient underwent a surgery approximately two years ago. Subsequently, the patient's pmi triflange device has failed. The surgeon is requesting we look at possibilities for another triflange device, or alternative surgical options could be pursued to reconstruct this patient¿s acetabulum. X rays were provided and showed screws were fractured. Possible future revision, however no revision has been reported to date. No further event information available at the time of this report.